Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked and with the tissue pad properly attached to the clamp arm. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ or ""relax pressure on blade"" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a piece of the instrument detached, without more accuracy. The white part separated and they do not know where it went because it has not been found. Unknown how the case was completed. One device will be returned.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this timewhen additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.